Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Final analysis found lead insulation degradation at 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.